Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination found the valve to be discolored, showing evidence of blood contact. Damage was noted on the bias cloth adjacent to leaflet 2 (l2), which was likely caused during explant. All leaflets were flexible. An abrasion on leaflet 2 (l2) appeared to have occurred during explant. All leaflets were in the closed position with a gap between the free margins of leaflet 1 (l1) and 2 (l2). All commissures were intact. No commissure damage was noted. The outer diameter of the valve measured at 29.07 mm, which is acceptable for a size 21 mm valve of this model. This valve was re-assessed for size confirmation. This valve was confirmed to meet size requirements. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Product analysis revealed that this valve measured to be the correct size. Based on the reported information and investigation process, a root cause cannot be determined, but it appears this was most likely related to the patient's anatomy. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 21mm aortic bioprosthetic valve, the physician stated that the sizing was not accurate as the valve did not fit on the patient's annulus and could not be implanted due to patient anatomy. The valve was not used and a 19mm valve was successfully implanted. No adverse patient effects were reported.